Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3199 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when performing catheter placement, the operator found the extension tube coming off the catheter since the two would not match. Opened a new kit.